Event description:
It was reported that during continuous renal replacement therapy using prismaflex hf1000 sets, "air leak detected on 4 filters" was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.